Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that after completing all the aligners and wearing the retainer as recommended, they are still having and issue where their back teeth are not touching when biting down.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.